Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 16 days postoperative, erythema was observed along the lower abdomen.